Event description:
The customer reported that during a lavh surgery in 2006, the reported device was said to have broken. On (B)(6) 2012, the pt involved in the aforementioned surgery went for an MRI. A foreign object was found to be inside the pt's body. The object was removed from the pt on (B)(6) 2012. The pt is currently in possession of the object and it has not been returned to covidien for eval. Add'l questions regarding the incident have been asked.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. However, add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.